Event description:
It was reported the subject stent detached inside the catheter prematurely during the procedure. The subject device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the stent detached inside the microcatheter. Additional information provided by the customer indicated no damage was noted to the device prior to use and the device was prepared as per dfu for this product. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported event of the stent deployed prematurely during use.

Manufacturer narrative:
H3 other text : the device is not available for evaluation.

Event description:
It was reported the subject stent detached inside the catheter prematurely during the procedure. The subject device was replaced and the procedure was completed successfully with no clinical consequences to the patient.